Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down and reset unexpectedly. Customer reported a blood glucose level of 166 (mg/dl) and delivered an insulin injection. When pump restarted, customer loaded a new cartridge.